Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoidectomy procedure, the min button did not work. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.